Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. UDI number: (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported by the sales representative: user described not having the expected tactile feel during the balloon pullback. After deployment and post-hold, the procedure site was noted to be oozing with hematoma formation (size unknown). Manual compression was held for approximately 35 minutes and hemostasis was obtained. The patient was hospitalized for reasons unrelated and unspecified. Procedure type: intervention coronary sheath size: 7f.